Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-28, lot# v090003, implanted: (B)(6) 2008, product type lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-28, lot# v090003, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient could not operate their programmer. It was noted the patient's implant felt like it was in pieces. It was reported that adjusting had not helped. It was noted the problem had started in (B)(6) of 2013.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-28, lot# v090003, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. This event was also reported under manufacturer report #3004209178-2014-04633. Removed (B)(4) and (B)(4) as they no longer apply to this event.

Event description:
Additional information was received from a consumer (con). The patient was implanted with neurostimulators for urinary incontinence. It was reported that both of the patient's devices were removed. Both of them came loose and were trying to protrude out of their skin. They also reported that the therapy was not working, noting they had bladder problems. They removed the devices because both implants were defective, as they had moved and were not together and were trying to protrude. Both implanted neurostimulators (ins) were not in a place for the therapy to work. A manufacturer representative (rep) and a healthcare professional (hcp) kept looking at it. It was noted that the rep didn't show for their first hcp appointment, so they made a second appointment and the rep had the hcp do a procedure. During the procedure, the hcp found that the implants were no longer intact. It was noted that the patient had an MRI the month prior to the report. The MRI wasn't to look at the device, but to diagnose a serious problem. The patient noted that they had a lot of nerve pain in their spine and legs. The MRI showed that one of the wires was still around their spine area on the right side. The hcp was wondering if the wiring that was left there was causing the pain in their spine and legs. The patient stated that the wires were not supposed to be there; everything was supposed to be removed. They were going to follow-up with their hcp. There were no further complications reported.